Manufacturer narrative:
19-sep-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Too loose so when I brush it (flies off) - oral-b crossaction brushes [device connection issue] it flies off - oral-b crossaction brushes [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: female consumer via e-mail stated that her oral-b crossaction toothbrush head was too loose so when she brushed it flew off. No injury was reported. 05-aug-2023 follow up via weblink: the concomitant product was oral-b power rechargeable toothbrush handle 3772. The concomitant product lot number was 3ca24610635. No injury was reported. 30-aug-2023 case update: the suspect product lot number was c636. No injury was reported. 19-sep-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Event description:
Too loose so when I brush it (flies off) - oral-b crossaction brushes [device connection issue]. It flies off - oral-b crossaction brushes [device breakage]. Case narrative: female consumer via e-mail stated that her oral-b crossaction toothbrush head was too loose so when she brushed it flew off. No injury was reported. 05-aug-2023 follow up via weblink: the concomitant product was oral-b power rechargeable toothbrush handle 3772. The concomitant product lot number was 3ca24610635. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.